Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be good pending a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: describe event or problem has been updated. Date received by manufacturer has been updated. (B)(4).

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure during a routine follow up a computed tomography (CT) revealed a type 1a endoleak. The patient is doing fine and is currently being monitored while an intervention is being discussed. Additional information: it was reported that the patient did not return for treatment.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure during a routine follow up a computed tomography (CT) revealed a type 1a endoleak. The patient is doing fine and is currently being monitored while an intervention is being discussed.